Event description:
It was reported the patient ((B)(6)) experienced a gradual loss of stimulation. Diagnostic testing revealed invalid lead impedances. The issue was resolved by replacing the scs lead.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.